Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2316-50. Serial number: no information. Batch/lot number: no information. Model/catalog description: infinion 16 lead kit 50 cm.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) leads were relocated. The patient was noted to have recovered post operatively.

Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model number/catalog number: sc-2316-50. Serial number: no information. Batch/lot number: no information. Model/catalog description: infinion 16 lead kit 50 cm. UDI: (B)(4). A review of the manufacturing documentation for the leads was unable to be performed as the serial number is unknown. The leads remain implanted in the patient. Therefore, a physical analysis could not be performed in our laboratory. A product labeling review identified that the device was used per the instructions for use (IFU) product label. Undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure, all of which are known risks of implanting a pulse generator as part of a system to deliver spinal cord stimulation. The leads remain implanted in the patient, and as such physical analysis has not been conducted in our laboratory. However, a labeling review was conducted which determined that the reported event of inadequate stimulation is a known risk associated with the use of the device, as documented in the IFU.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) leads were relocated. The patient was noted to have recovered post operatively. No further information regarding the implant date and serial number of the leads has been obtained despite good faith efforts.